Event description:
A technician reported that a patient underwent bilateral lasik treatment. After the treatments, however, the printouts were both for the right eye. The information on the laptop computer connected to the laser showed that the left eye was not treated.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).